Manufacturer narrative:
The lead was returned without any visible anomalies that would contribute to the issue. It passed all functional tests. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12100.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12100. It was reported the patient was experiencing ineffective stimulation. In turn, surgical intervention was undertaken wherein the entire drg system was explanted. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12100.